Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited an increase in pacing threshold. As a result, the device was reprogrammed. It was also reported that a chest x-ray revealed the cardiac resynchronization therapy pacemaker (crt-p) migrated. It was noted that the device was very mobile and prevented the patient from sleeping. The device was repositioned and remains in use, and the ra lead was capped and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.